Manufacturer narrative:
Medical devices cont: 5076-52 lead, implanted (B)(6) 2016 product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated foreign material on set screw, a set screw with a rounded socket, and that the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the setscrew of the implantable pulse generator (ipg) device would not tighten during a revision procedure for a competitor product. The device was explanted and replaced. No patient complications have been reported as a result of this event.